Event description:
It was reported, the video system center had error code e333. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 (five) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is not known why the issue occurred, since the device was not sent back to the legal manufacturer. As a result of checking the instruction manual and labeling of the product, there was no abnormality that would lead to this phenomenon. Olympus will continue to monitor field performance for this device.